Manufacturer narrative:
Date of event was not reported, the aware date was used as an estimate.

Event description:
It was reported that there was a device related thrombus. It was reported via social media that the patient had a CT scan performed and it was noted that there was a device related thrombus present.